Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system used alongside the probe was found to be fully functional. The system then passed the system checkout and was found to be fully functional. The probe was returned to the manufacturer for evaluation. Testing found that the probe was missing a post from a marker on the unit. Otherwise, the unit was found to display proper tracking values and tracked/verified as intended. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that one of five pins were missing on the passive probe. No patient was present at the time of the event.